Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed and unable to recover. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 was failed and was unable to be recover. A field service engineer removed and replaced the retractor band and drawer board to resolve the issue. Fse confirmed that all cubies and drawers were detected and no failure was displayed on the screen. The system functioned as intended after the field service engineer repaired the device.